Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used for a biliary drainage procedure. During the procedure, the physician had difficulty deploying the stent. After force was applied to retract the guide catheter, the stent was successfully deployed at the tortuous target site. The procedure was completed with no patient complications. The patient was reported to be fine at the conclusions of the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).